Manufacturer narrative:
Updated fields - b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected filed- e3 (occupation) a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse inspected the unit, but no blood or blood-like substances were found to have entered the equipment. The operation was then inspected and no problems were found. The equipment is in good condition. The unit passed all functional and safety tests.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) when starting, multiple alarms have been issued saying "augmentation pressure is lower than the set value." Catheter was required to be inspected, so the catheter was checked and blood was found to be drawn in. There was no health damage reported.